Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2015-06441.

Event description:
Customer reported every time he does a set change his blood glucose has been high the first day. Customer's blood glucose was over 400 mg/dl after most current set change. Customer also has issues with sensor reading being inaccurate, higher and lower readings. Senor reading would be 40 or 50 mg/dl and blood glucose would be 70 or 80 mg/dl, then the insulin pump goes into threshold suspend. Sometime sensor reading would be 300 mg/dl and blood glucose would be in the 200 mg/dl range. No further information reported.